Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed. The insulin did not exit. It was indicated that the customer would change the set and call back to finish the troubleshooting on the pump.